Event description:
It was reported that the patient presented at the emergency room, symptomatic of syncope. Upon interrogation, it was noted that the right ventricular lead exhibited noise oversensing causing pacing inhibition. The reported lead was explanted and replaced on (B)(6) 2022. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise oversensing was confirmed. As received, a complete lead was returned in one piece for analysis. Visual inspection found an external insulation abrasion consistent with friction to device can. The reported event of sensing noise was isolated to the exposure of the outer coil at the abrasion zone. No other anomalies were identified.